Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that lately they have been recharging the implantable neurostimulator (ins) more often. They stated that they used to charge once a month, but now they charge every 10 days. The patient added that they changed their settings, but the settings are not much higher than they previously had them. They confirmed that they achieve full coupling when recharging, and that it takes about 3-4 hours to charge the ins completely. The patient synced with their ins at the time of the report, and their programmer showed the icon for ¿ins needs to charge.¿ the patient stated that they will be charging the ins. Patient services recommended that the patient monitor and track their charging and to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.